Event description:
The tech alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The tech found the side rail end tube was broken by where the side rail latch screw holds it. The tech replaced the side rail latch screw and end tube to resolve the issue.